Event description:
Information received from the field notes that the patient presented in the emergency room with intermittent loss of ventricular capture. During explant, the lead impedances were stable, but the loss of capture was reproduced. A sensing anomaly and suspected lead fracture was also noted. The patient was pacemaker dependent.